Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer has been having issues with the infusion sets. Customer reported that the last four sets, she had been running high. Customer then changed set again, then treated with an injection and noticed no issues with site. Customer reported when giving injections blood glucose will go down. It appears that the last set is delivering insulin fine, she's unsure why she continues having high blood glucose. The customer's blood glucose at the time of incident was 227mg/dl and current was 64mg/dl. During troubleshooting, the mother stated the customer tried treating with insulin pump, but now is using a manual injection. The device passed high pressure test. Advised customer to contact doctor regarding unexplainable high blood glucose.